Event description:
Please reference (B)(4).

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4). On behalf of the (B)(4). Add'l info will be provided upon conclusion of the mfg's investigation.